Event description:
Patient has a heartmate 3 lvad implanted (B)(6) 2018. Patient was admitted on two weeks ago due to lvad low flow alarms and shortness of breath. Cta (computed tomography angiography) six days later showed a large hypodense filling defect along the outflow cannula limited to the level of gore-tex graft, resulting in severe luminal stenosis, and may represent thrombus. Patient was taken to the or for surgical repair of his outflow graft a week ago. The procedure revealed the outflow graft was narrowed by a large amount of thick yellow thrombus. After removal from around the outflow graft, the flow improved from 2 to 5.2lpm.